Event description:
It was reported via repair work order that the inner and outer litter support brackets were broken which can cause the cot to be unstable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.